Event description:
This (B)(6) female pt in the (B)(4) experienced clinical signs indicative of lower extremity ischemia on (B)(6) 2014 (1 day post-procedure). The pt was originally treated on (B)(6) 2014 for an aortic aneurysm. The maximum aortic diameter was 5.2 cm. The proximal neck had a parallel shape with partial plaque/thrombus. The left iliac artery had mild tortuosity, moderate occlusive disease, and moderate calcification. The right iliac artery had mild tortuosity, severe occlusive disease, and severe calcification. The pt received a main-body device (tffb-30-96-zt), a left iliac leg (zsle-13-56-zt), and a right iliac leg (zsle-16-56-zt). There was no difficulty deploying any of the components. No other devices were used an no other procedures were performed. A molding balloon was used, but no details were provided regarding its use. At the conclusion of the procedure, the device were patent with no external compression, flow-limiting kinks, or thrombus. A type ii endoleak was noted. On (B)(6) 2014 (1 day post-procedure), the pt experienced clinical signs indicative of lower extremity ischemia. She was taken back to the operating room where a kink of the left iliac leg was found. The pre-intervention left iliac leg percent stenosis was reported as 70 percent. The pt was treated with thrombectomy and placement of a bare stent.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.